Manufacturer narrative:
Brand name: hf-resection electrode, loop, 24 fr., 0.35 wire, 12°, sterile, single use, 12 pcs. PMA/510k: k790071/ k903323/ k951863/ k954488/ k931763/ k931764. The suspect device has not been returned to olympus for evaluation. The investigation was based on the information provided by the customer. A DHR review cannot be performed since the lot number is unknown. However, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issue. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to wear and tear. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The instructions for use state a suitable replacement device must be provided during an application. Not returned to manufacturer.

Event description:
The customer reported to olympus the resectoscope loop broke intraoperatively during use. The customer reported no adverse event or harm to the patient. Additional information was requested of the customer. However no additional information was provided. It is unknown if the broken loop fell into the patient.